Manufacturer narrative:
The reported issue was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per fsr, the unit had not been turned on since (B)(6) 2018 as the unit has been sitting in storage. He replaced the batteries, disposing of the defective batteries. The unit operated to the manufacturer's specifications.

Event description:
The field service representative (fsr) reported that during preventive maintenance (pm) of the device, the batteries were depleted showing 0.0 ampere hours (ah). There was no patient involvement.